Manufacturer narrative:
Stryker evaluated the device for a non-critical issues and observed the device power cycled multiples times and shut off, as well as not being able to provide defibrillation energy. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device power cycled several times and then shut off. Additionally, the device was not delivering defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.